Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling of the device leading to the scope connector being damaged, which then caused the suggested event. The user can detect the event by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image". The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: " do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: deformation or breakage of the connector. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope has no image during preparation for use for a therapeutic bronchoscopy procedure. The procedure was successfully completed using a similar device. There was no report of patient harm or user injury associated with this event.